Event description:
It was reported that diagnostic anomaly resulting in no pacing and missing measurements was observed on the device. The patient is not pacemaker dependent. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.